Event description:
A drop of impedance as well as a lead error was observed. After reprogramming to unipolar all values were normal. During a revision no abnormalities were found. But since the patient is pacemaker-dependent it was decided to explant the complete system. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
The pacemaker and the lead under complaint were received for analysis. Prior to the analysis of the devices, the quality documents accompanying the manufacturing process for the pacemaker and the lead were reviewed. All production steps were performed accordingly, and in particular the final acceptance test proved the devices functions to be as specified. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observations. The lead proved to be without fault throughout its inspection. The pacemaker was visually inspected, revealing no anomalies. The header of the device was analyzed. The set screw could be easily screwed in and out, there was no foreign material inside the header bore. All dimensions of the header bore were within the range requested by the is-1 standard specifications. The spring elements of the pacemaker did not show any deviations. In a next step, the pacemaker was interrogated, and the pacemakers memory content was analyzed. Analysis revealed the occurrence of multiple loss of capture detections since june 3rd, 2023. On june 4th, 2023 at 07:47 h, a lead failure in bipolar configuration was detected, with an out of range bipolar impedance value. This led, as expected, to a polarity switch to unipolar configuration. A large number of loss of capture events was further detected, which led to the deactivation of the capture control algorithm on june 24th, 2023. Therefore, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. Furthermore, the impedance measurement functions of the device were thoroughly tested. Different load resistances were subsequently attached to the pacemaker and the device measurements in bi- and unipolar configuration proved to be normal and as expected. There was no indication of a device malfunction. In conclusion, the lead and the pacemaker proved to be fully functional. No conspicuities were found that might have led to the clinical observation. The analysis did not reveal any sign of a material or manufacturing problem.